Event description:
It was reported that during the implant, the right ventricular (rv) lead was difficult to place. Post implant, the rv lead exhibited high thresholds. The lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.